Event description:
It was reported that the s2 drill ran without user activation during testing at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the claimed condition of the device running without user activation was confirmed. Upon disassembly, it was found that the handpiece had a short across the motor coils that prevented it from stopping effectively. The cable and motor assemblies were replaced, and preventative maintenance was performed on the device prior to its return to the user facility.